Event description:
It was reported following a permanent implant, the patient developed numbness in the arm and shoulder. It is unknown which device resulted in numbness

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141651 . Common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 9101555.

Event description:
It was reported that the issue appears to be from structural from table positioning. Patient will see a specialist. Reportedly, no trauma was incurred in the dorsal collumn.